Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product available to be returned.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose level has been occasionally elevated as high as 400 mg/dl since (B)(6) 2013. When he removes the infusion set he has found that the soft cannula is kinked. In (B)(6) he experienced blood glucose levels higher than 400 mg/dl, felt sick, thirsty, headache, and stomach pain. He drove himself to the hospital. The patient received stationary treatment for 1.5 weeks. He corrected the elevated blood glucose levels via the infusion device and received and infusion of fluids. In (B)(6), the patient experienced the same symptoms and went to the hospital and received the same treatment; he was in the hospital for 2 weeks for this incident. The patient discarded the used infusion sets; therefore, no product is available to be returned for evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified.